Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to aseptic loosening.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of femoral loosening, which created a bending moment on the femoral stem extension and led to the fatigue fracture.

Event description:
Index surgery: (B)(6). Revision due to aseptic loosening.